Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's generator was not responding after an unrelated surgery. Patient placed ipg into surgery mode prior to surgery. Rep was able to connect to the patients ipg and therapy was restored.